Manufacturer narrative:
Additional lot# 929618 and unk. (B) (4). The customer indicated that the failed quik-combo electrodes were disposed of and cannot be returned to physio-control for evaluation; therefore, the cause of the reported failure cannot be determined.

Event description:
It was reported by the customer that a set of electrodes was attached to a patient at a non-emergency ep lab environment and they could not obtain a signal. It was observed that a wire came off of the electrode. Another electrode was then attached and the patient was successfully converted. It was observed that the second set of electrodes had also a wire come off later during monitoring. The customer indicated that they had the same issue with another set of electrodes a couple of weeks earlier. There was no adverse affect to the patient due to this reported failure.